Event description:
It was reported that a spectrum pump had a door latch problem. It was also reported there was no pt involvement. During baxter's eval of a spectrum pump, it displayed the door not fully latched message.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door latch problem, which was reproduced. Eval experienced a door not fully latched message. The messages were found to be caused by a loose upper link screw. The link screws were replaced.